Manufacturer narrative:
The investigation determined a non-reproducible and higher than expected vitros troponin I es result was obtained from a patient sample processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A conclusive assignable cause could not be determined. Vitros tropi es within run precision testing performed was within acceptable guidelines, suggesting an instrument issue did not contribute to the event as the system was performing as intended. Furthermore, at the customer¿s request, a field engineer (fe) went to the customer site. The fe repeated the within run vitros tropi es precision testing prior to service, which again yielded results that were within acceptable guidelines. Based on historical quality control results a vitros tropi es lot 2970 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2970 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Ongoing tracking and trending of complaints has not identified any signals that would suggest there is a potential systemic issue with vitros product troponin I es reagent, lot 2970. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor. The customer is not processing samples following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample vitros tropi es result of 0.467 ng/ml vs. The expected result of 0.015 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory. The patient was admitted to the hospital and kept overnight for monitoring. No treatment was altered, initiated or stopped based on the result and there have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).